Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Reportedly, the customer did not recall if anything was pressing up against the button to have triggered the alarm. Customer had elevated blood glucose levels (247 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.